Manufacturer narrative:
The device intended to be used in treatment has been received for evaluation, a relationship between the reported event and device could not be confirmed because the device was subsequently processed to scrap. A root cause could not be determined. Probable cause may be an obstruction or component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event however, this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that the unit runs, rpm's out of acceptable level (low setting of 1 = 667 rpm) (high setting of 10 = 1502 rpm). Unit will not prime with new hand-piece. This condition was detected at set-up and there was no patient involvement. There was a back-up device available at the time of the procedure.